Event description:
Revision surgery - the oti head was changed, due to cup failure. A competitor's cup was used in the primary surgery.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed cup. The outcomes attributed to this event are non-serious. There is no information with this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be conducted without the part and lot numbers. The root cause for the failed cup could not be determined with confidence. (B)(4). Without information regarding the part and lot numbers it cannot be determined whether the incident occurred before or after the acquisition.